Event description:
The pump was returned for investigation. Investigation found that contamination under the button contacts and the display was discolored. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to verify screen with a pinkish contrast. The auditory and vibratory features were operational. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover found contamination under the button contacts. (B)(6).